Event description:
It was reported the device had a check clutch, time base background test. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis and has been evaluated. Visual and functional tests were performed. The returned device did not exhibit any external damage. The event history log review displayed "check clutch" and "time base bgdn test error". The customer reported complaint could not be verified after the flow and occlusion tests were performed. The alarm history was reviewed, and it was observed that the clutch was released during an infusion causing the check clutch error to occur. The reported time base bgdn test error was unable to be duplicated. Both functional and delivery tests passed. No actions were taken for the primary concern reported; however, the main board was replaced. The root cause of the reported complaint was due to user interface. This was caused by customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion.